Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer going to ER meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on 26-jul-2024 to ensure that the customer's condition had improved - able to establish contact with customer's grandfather who stated the customer's condition had improved and he did not currently have any diabetic symptoms. Caller stated that he took customer to the ER on 07/25/2024. The diagnosis was dehydration and customer was treated with insulin. Customer had been discharged the same day when his blood glucose was 131 mg/dl pm fasting. Caller stated additional blood tests had been performed with the true metrix meter.

Event description:
Consumer reported complaint for error message (e-5). Grandfather is calling on behalf of the customer. Caller stated that when customer is dehydrated, he gets high blood sugar. Caller stated he thinks that customer has high blood sugar as he is vomiting; caller is not sure if that is related to the diabetes or to a different medical condition. Caller stated due to symptoms and the e-5 he will give his grandson a shot of insulin. Customer was advised to contact the doctor; caller did not confirm if he would do so. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 12/27/2025 and open vial date is 07/25/2024.